Event description:
Customer reportedly obtained results of 421mg/dl on the inform system and 52mg/dl on a lab drawn within 10 minutes. Unknown treatment administered based on lab result. Requested return of suspect system and replacement sent.